Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Two 2.7 cortical screws broke while surgeon put them into a plate. During the same procedure it happened twice on two different plates. Screws were left in patient.

Manufacturer narrative:
The reported event that bone screw, t10 full thread, 2.7mm/l18mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Two 2.7 cortical screws broke while surgeon put them into a plate. During the same procedure it happened twice on two different plates. Screws were left in patient.